Event description:
Philips received a complaint by the customer on the v60 indicating that the automatic zero adjustment of the alarm near-end pressure sensor failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the automatic zero adjustment of the alarm near-end pressure sensor failed. A field service engineer (fse) went onsite and performed a check of the device. The fse performed a restart of the device and confirmed that the reported issue had been resolved. The fse restarted the device to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.